Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material on the c cover at distal end¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material possibly remained in the nozzle since the reprocessing deviated from the instruction manual. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no response for when the foreign object adhered to the scope. It is unknown if there was any delay between the end of clinical use and the start of pre-cleaning. There were abnormalities in the accessories used for reprocessing. The endoscope was not pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The device was returned and evaluated. In addition to the malfunction documented in b5 and found that the control section also had foreign objects. The additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a pinhole on channel tube, water tightness was lost, the connecting tube had a dent, the probe cover had a burn, the light guide lens had a crack, the adhesive around objective lens was peeled, the universal cord had a scratch, the universal cord had a wrinkle, the grip was shaved, the indication on suction connector was peeled, switch 4 had wear, switch 1 had a scratch, the paint on suction cylinder was peeled, the suction cylinder was shaved, the adhesive on bending section cover had a crack, the adhesive on bending section cover had a chip, the bending section cover had a scratch, due to wear of angle wire, the play of up/down knob was out of the standard value, the connecting tube had a scratch, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that angular down was reduced while using the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material on the distal end cover and foreign material in the actuator body. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.